Event description:
Related manufacturer reference number: 3006705815-2023-07226. It was reported that the patient's leads had eroded through the lead incision site and were exposed. As such, surgical intervention took place wherein the entire system was explanted on (B)(6) 2023 to address the issue. Reportedly, there were no signs of infection.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.